Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's low blood glucose level was 50 mg/dl to 54 mg/dl. Customer also stated that retainer ring had cracked. Customer stated that the reservoir was able to lock in place but it was not secure. Customer declined the troubleshooting for the low blood glucose. The device will be returned for analysis. Frn-unk-rsvr, unomed set.